Event description:
Spine360 was notified by a legal firm of potential litigation as a result of a surgery that had occurred in 2009. Details of the event were not complete and have been requested from the legal firm handling the plaintiff. There was no previous communication from the surgeon, hospital, or pt. From this communication, a pedicle screw broke near the tulip. A different surgeon from the original procedure explanted the screw and replaced it with a different design of screw.

Manufacturer narrative:
The event was not reported as an issue by the original surgeon or by the surgeon who explanted the device. Without operation of the surgeon who removed the device, it is difficult for us as a MFR to perform a detailed investigation without the implant in hand. The device history records indicate this lot was well within specs. (B)(4). There is one remaining in the field that we will ask to be returned to us so we have an example of the lot to examine and compare with the broken screw once it has been returned to us. Original tests of this device performed prior to 510(k) approval passed astm (B)(4) mechanical testing favorably.